Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported the loss of osseointegration of a dental implant, 2 years after its installation in patient's maxilla with low primary stability. Patient presented low bone quantity. No further information was provided.